Event description:
The following has been reported: biomed reported: pump problem. As always, the pumps have been tested with multiple cassettes and have been cleaned. Pumps will be left on if additional logs are needed please feel free to pull them as we wont always be able to revisit the same pump multiple times at this high volume of failure to pull logs. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Fva pins were observed to be dragging during operation. Log files were reviewed and av sticky valve failures were present. The device was opened to inspect for internal damage and for cleaning. No internal damage was identified. The fva pins and their lip seals were cleaned using alcohol. New fva lip seals were installed during investigation. An infusion was able to be run successfully after the lip seals had been replaced. The device will be sent through the repair process before being sent to the test line for full functional testing.